Event description:
A (B)(6) female pt called zoll customer support to report that her charger was not charging her batteries. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device eval summary: device eval of the battery charger/modem sn (B)(4) has been completed. The reported problem (won't charge batteries) was confirmed. Upon investigation, the battery charger enclosure was cracked open and the charger was unable to recognize a battery pack. The cause for the failure was isolated to unseated pins on the 25 bedside board connector. The root cause for the unseated pins could not be positively identified, but the damage likely resulted from the battery charger/modem impacting a hard surface. No adverse event resulted from the defective battery charger/modem. The pt received a replacement battery charger/modem.